Event description:
Per the clinic, the patient experienced swelling around the implant site and subsequently the patient underwent aspiration procedure (date not reported). However, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.